Event description:
Procedure type: hernia. According to the reporter: it was reported that the surgeon implanted mesh in patient for epigastic hernia. It was reported that the surgeon noted a possible hole in the mesh and another procedure was indicated. The second procedure was performed the week of (B)(6), 2012.

Manufacturer narrative:
(B)(4)